Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision of articulating surface and patella resurfacing approximately 6.5 years post implantation due to pain. It was noted that the explanted articular surface appeared in good condition. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Visual evaluation of the provided photo found evidence of use (surgical debris); however, no further information can be determined. Radiographs were provided and reviewed by a health care professional. The radiographs were not submitted as the images were not dated. No product failure was found as the product is not related to the reported event. No further investigation or action is required after review. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.